Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that on (B)(6) 2021 the screwdriver was disengaged from the screw head. The barrel disengaged from shaft meaning the screwdriver shaft didn't engage the x25 drive on the screw head. The surgeon had to remove the barrel from the ex tab screw by holding the screw steady with the bone nibbler. Procedure was completed successfully without any surgical delay. This report is for one (1) expedium verse spine system polyaxial driver, shaft. This is report 2 of 4 for complaint (B)(4).

Manufacturer narrative:
Complainant part is not expected to be returned for manufacturer review/ investigation. The investigation could not be completed; no conclusion could be drawn, as no product was received. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device history lot - a review of the receiving inspection (ri) for verse poly driver, handle was conducted identifying that lot number pu104460 was released in two batches. Batch 1: lot qty of (B)(4) units were released on 07 may 2016 with no discrepancies. Batch 2: lot qty of (B)(4) units were released on 26 feb 2016 with no discrepancies. As a result, the ri identified no issues during the manufacturing and release of this device that could have contributed to the problem reported by the customer. Device history review - the ri identified no issues during the manufacturing and release of this device that could have contributed to the problem reported by the customer. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H3, h6: a review of the receiving inspection (ri) for verse poly driver, handle was conducted identifying that lot number pu104460 was released in two batches. Batch1: released on may 07, 2016 with no discrepancies. Batch2: released on february 26, 2016 with no discrepancies. As a result, the ri identified no issues during the manufacturing and release of this device that could have contributed to the problem reported by the customer. Visual inspection: the verse poly driver, handle were returned and received at us customer quality (cq). Upon visual inspection, it was observed the dowel pin of the complaint device was missing, which could have caused the complaint condition. However, the reported condition for broken could not be confirmed. No other issues were identified with the returned device. Functional test: the functional test was performed on the device with the mating device verse poly driver, shaft. The handle was not able to lock the poly driver shaft properly. Dimensional inspection: there is conclusive evidence that the returned device was missing a component, so the dimensional inspection will not be performed. Document/specification review: based on the date of manufacture, the current and manufactured revision of drawings were reviewed. Expedium verse poly driver, driver body. No design issues or discrepancies were identified. Investigation conclusion the overall complaint condition was confirmed for the verse poly driver, handle as it was missing a component, which could have caused the complaint condition. However, the reported condition for broken could not be confirmed. There is no indication that a design or manufacturing issue has caused the complaint condition and hence the root cause cannot be determined. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.